Event description:
A report was received that during implant surgery, a pt had received a pneumothorax. The pneumothorax was at the apex of the lung and was received during tunneling from the head placement of the leads to the mid-auxiliary ipg pocket. The pt had a chest tube inserted, and is currently recovering in the intensive care unit.